Event description:
It was reported that the patient¿s catheter was replaced. The reason for the replacement and the date of the replacement were not provided; however, it was indicated that the replacement took place over 1 year prior to the report. The patient stated that following the catheter replacement the pump ¿seemed to work okay¿ but the patient then began to experience symptoms and diminished relief (please refer to manufacturer report # 3004209178-2013-15102). The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).